Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a battery longevity anomaly was observed. The device was explanted and replaced due to suspected premature battery depletion. The patient was in stable condition.

Manufacturer narrative:
The device was received with battery voltage above elective-replacement level (eri). Analysis indicated the device was implanted beyond its projected longevity period. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations in usage such as prolong telemetry interrogation, high output settings, as well as temperature changes. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Electrical and mechanical test results indicated normal device functionality. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of battery longevity anomaly and premature battery depletion was not confirmed.